Manufacturer narrative:
The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The company service representative examined the system and was unable to confirm or replicate any system nonconformity, which may have contributed to the reported event. As preventative measure, the company service representative made adjustments to the oscillator start current setting, energy control board parameters and energy photodiode, completed energy polynomial coefficient calibration, and verified z depths. The system was then tested and met all product specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx site #(B)(4) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported having issues with broken capsules. The system was reported to have been used by another doctor without any issues.